Event description:
No recipient was identified at the time of the incident, so a patient cannot be reasonably known.

Event description:
The customer reported particulate matter floating in the platelet product. Patient information is not available at this time. This report is being filed due to the customer filing a sae report with the FDA.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the disposable set was returned for evaluation. A black particle was noted; it appeared to be a bundle of fibers. It was submitted for ftir analysis. Results of the ftir indicate that the particle is consistent with trima packaging tray, or could be from the cleanroom overalls. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected information. Investigation: the particle was measured to be approximately 1.2 mm by 0.3 mm. The particle was identified as tyvek on an ftir spectrometer. Tyvek is the material used for the tray packaging for the disposable set and the material used for the cleanroom overalls that the assemblers wear. The device history record was reviewed. Nothing was found that was related to this event. A review of the lot for similar reports was carried out; none have been reported. Root cause: the exact source of the debris could not be determined. When a particle is identified to be loose within a disposable set, the general cause is typically particulate generation during manufacturing. Manufacturing is conducted in an iso class 8 clean room, which has routine monitoring to maintain acceptable particulate levels. Tests have also been performed to ensure that the incidence of particulates in kits is well below that specified in the(B)(6) pharmacopoeias for large volume injectable solutions. General blood banking guidelines do suggest that use of a blood delivery kit (containing a filter) when transfusing platelets to a patient, and therefore patient risk is reduced further. It should be noted that any particulate within a disposable set would have experienced the ethylene oxide (eto) sterilization process effectively rendering the particulate inert and sterile.